Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that the customer received altitude alarms during basal delivery. Customer removed/re-installed the cartridge and resumed insulin; however, altitude alarms continued and alarms could not be cleared. Reportedly, customer had attempted to clean the pump vents with a toothpick. There was no impact to customer's blood glucose level.